Manufacturer narrative:
The root cause for the revision surgery was due to an infection. This event led to a revision surgery on (B)(6) 2012 of the osteoimplant technologies, inc. (Oti) originally implanted in (B)(6) 2003. Information received indicates that the explanted products were of oti manufacturer and were implanted prior to the acquisition on february 22, 2005. As part of the acquisition agreement with oti, now pinnacle holdings, inc. The investigation is being forwarded to pinnacle holdings, inc. For further review and determination of the cause.

Event description:
Revision surgery - the pt went to the emergency room with a superficial infection. This resulted in irrigation and drainage along with a poly exchange. This is not considered to be a product failure, as it was technically a revised the tibial insert.